Manufacturer narrative:
(B)(4) undisclosed injuries. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and a mesh was implanted. It was reported that she experienced undisclosed injuries.&#2062;o additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2014 and mesh was implanted concurrently with da vinci assisted hysterectomy. It was reported that following insertion the patient experienced hematuria and pelvic pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.